Event description:
Per the clinic, the device was explanted (date not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024 due to improper placement of the electrode array and poor performance with the device. The patient was re-implanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.